Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 4mm x 12mm 142p .014-inch palmaz blue/aviator plus peripheral stent system was found "off-loaded" when opening the packaging. In other words, when opening the package, the stent was found separated from the balloon. The stent was found dislodged when the package was opened. The procedure was not completed with the complaint device; another new palmaz blue was used. There were no reports of patient injury. The stent was not left inside the patient. The device was stored and prepped in accordance with the instructions for use (IFU). No damages were found on the device packaging prior to opening. Cordis training/clinical personnel were not present for physician advice/support. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The target lesion/vessel characteristic information indicated severe stenosis, about 70%. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 4x12/142p pkg¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing the unit does not present any damages or anomalies. The balloon does not have the stent mounted and it was not returned for analysis. The balloon arrived deflated without the manufacturing pleating and stent strut marks can be observed. Saline solution was noted to be inside the balloon. No other outstanding details were observed. The balloon surface was inspected using a vision system to get an amplified image. The stent strut marks were observed on the balloon surface indicating the device complied with the stent crimp process. The manufacturing pleating is missing, and saline solution inside the balloon indicates that the balloon was inflated some point. The reported ¿stent dislodged¿ could not be confirmed during analysis of the returned device. Only the stent delivery system was returned for analysis, and no procedural images were provided. The exact cause of the reported event cannot be determined. The balloon was noted to have minimal pleating with saline noted inside the balloon suggesting the device had been previously inflated. Incomplete inflation of the balloon may result in the stent becoming loose from the balloon. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, based on the information for review, and without procedural films to review it is difficult to draw a clinical conclusion between the device and the reported event. Procedural and handling factors may have contributed. According to the instructions for use, which is not intended to mitigate risk, ¿to assure full expansion, inflate to at least the recommended nominal pressure as shown on the label and compliance chart. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the product analysis nor the information available suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent of a 4mm x 12mm 142p .014-inch palmaz blue/aviator plus peripheral stent system was found "off-loaded" when opening the packaging. In other words, when opening the package, the stent was found separated from the balloon. The stent was found dislodged when the package was opened. The procedure was not completed with the complaint device; another new palmaz blue was used. There were no reports of patient injury. The stent was not left inside the patient. The device was stored and prepped in accordance with the instructions for use (IFU). No damages were found on the device packaging prior to opening. Cordis training/clinical personnel were not present for physician advice/support. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The target lesion/vessel characteristic information indicated severe stenosis, about 70%. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.